Event description:
It was reported that the patient had no movement on their left side. A computed tomography scan was performed on (B)(6) 2022 which revealed a hemorrhagic thalamic stroke. It was believed that the stroke happened prior to ventricular assist device implant but that was not confirmed. The patient was weak and deconditioned but was regaining some movement.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was a left ventricular thrombus that was removed at time of implant on (B)(6) 2022. It was thought that the patient's stroke was cardio-thrombotic.